Event description:
The manufacturer received information alleging a patient with a rep dreamstation auto CPAP, dom - recrt device had passed away. There was no allegation that the device contributed to the death. According to the patient's wife, the patient passed away a few years ago. The patient was in a nursing home, and she does not know what happened with the patient's recalled device after he passed away. She would like to stop receiving letters because she does not have the recalled device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.